Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a complete loss of capture. Multiple observations for high pacing thre sholds were noted. The lead also exhibited a gradual increase in impedance to a high, undefined range. The lead remains in use. No patient complications have been reported as a result of this event.